Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient came into the clinic complaining of pain at the pocket site. Upon evaluation it was noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) had migrated to or been implanted in the breast area. The electrode had migrated with the s-ICD into the breast area. A revision procedure was performed where the system was repositioned.